Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.device not returned.

Event description:
It was reported that during a brachytherapy procedure, the device allegedly failed to eject seeds. When the cartridge was removed from the loader carriage and set again, the seeds were discharged. There was no reported patient injury.

Event description:
It was reported that during a brachytherapy procedure, the device allegedly failed to eject seeds. When the cartridge was removed from the loader carriage and set again, the seeds were discharged. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed. However, device history record review was performed for the standard cartridge raw material and the seeds. These lot met all release criteria. Investigation summary: the sample was not returned for evaluation. Therefore, the investigation is inconclusive for the reported issue. The definitive root cause could not be determined based upon available information. Labeling review: the information for use was reviewed for quicklink delivery system. There is a caution statement, which states "in the event the quicklink loader or cartridges become inoperable due to damage or malfunction, any or all components may be removed from the cartridges and implanted manually." H10: g3, h6 (method). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.